Event description:
The patient had a gmrs distal femur and all poly tibial component. The surgical plan was to revise the tibial component due to suspected infection. The infection was confirmed and an antibiotic spacer was implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving an unknown gmrs insert was reported. The event was not confirmed. -device evaluation and results: not performed as the device was not returned for identification or evaluation. -medical records received and evaluation: no performed as medical records were not provided. -device history review: could not be performed as the device was not properly identified. -complaint history review: could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: catalog no., lot ID, sterile lot ID, return of reported device, x-rays, operative reports as well as patient history, follow up notes and pathology report are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode of infection and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Update 5/11/2015: as per sales rep, an antibiotic spacer was implanted during the time of the revision, and later that week the patient received an above the knee amputation due to their chronic infection.